Event description:
It was reported that there was a revision of a left total hip arthroplasty due to periprosthetic fracture.

Manufacturer narrative:
The catalog number and lot code of the femoral component were not provided. An unknown stem was added based upon the event description provided. Should further information become available, it will be reported in the supplemental report upon completion of the investigation.